Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window and reservoir tube window. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with broken reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 220 mg/dl. The customer reported jumping into the ocean to save their son, causing moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.